Manufacturer narrative:
This report is being filed under exemption.

Event description:
Journal reference: tarsy, md, et al. "Progression of parkinson's disease following thalamic deep brain stimulation for tremor." Stereotactic and functional neurosurgery. 2005; 83: 222-227. The article describes a study assessing the long-term effect of thalamic dbs in 17 patients being treated with dbs for symptoms related to parkinsons disease. Reportable events: the 7424 ipg (n=1), 3387 lead (n=1) - one patient experienced dysarthria. The 3387 lead (n=1) - one patient experienced persistent paresthesia in index finger and thumb. The 3387 lead (n=1) - one patient experienced a scalp infection requiring lead removal. The 7424 ipg (n=1) - one patient experienced an ipg site wound infection. The 3387 lead (n=2) - two patients experienced apparent microthalamotomy effects post lead placement. The 7424 ipg (n=2) - one patient receiving treatment using bilateral dbs experienced dysarthria which was corrected with adjustments to the ipg stimulation parameters.